Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve within a bioprosthetic valve, this valve was implanted deep resulting in severe paravalvular leak (pvl). Another transcatheter bioprosthetic valve was implanted valve in valve and reduced the pvl to trace. The valves remain implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the too deep positioning of the valve during implant as it was reported.